Manufacturer narrative:
The getinge field service engineer (fse) returned to the customer's site to continue repairs. The fse verified "iabp may require maintenance", code 14 in the logs. The fse replaced the scroll compressor and filters using the screw kit. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an auto refill error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10) a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. Awaiting parts. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter in block e1 has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
N/a.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an auto refill error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.